Event description:
It was reported that the black plastic handle is cracked. Replacement needed. No surgical delay was reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The instrument has cracked and broken at the bottom of the black radel handle. Broken fragment was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.